Event description:
It was reported that patient experienced incontinence with his artificial urinary sphincter (aus). Tubing broke at bend in cuff. All components were explanted and replaced. No adverse patient effects.